Event description:
It was reported that the patients ipg was not holding a charge and experienced an inadequate stimulation due to the lead placement. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), and batch: 16354329.